Event description:
The end user reported that approximately five weeks ago she noticed an open area to her peristomal skin. The open area is approximately 4 mm in depth. She applied triamcinolone cream, a prescription she received months ago to treat another issue. No additional info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Height: (B)(6) inches.